Event description:
Covidien received a report from a biomedical engineer of a n-395 with no audio. There was no post tone when the biomed turned the monitor on, and the problem was isolated to a torn speaker wire by the biomed. The unit had been noted as not working upon receipt into the biomed lab; no further faults with the unit were found by the customer.

Manufacturer narrative:
Customer has ordered a replacement speaker. Covidien has requested that the customer return the product for investigation.